Event description:
Health care professional reports 2 fiber leaks noted by blood in the dialysate compartment during the onset of the pt treatment. These incidents occurred on 11/12/1999 and 12/17/1999. New disposables used to continue the treatments without incident. Estimated blood loss = 150cc. The dialyzers were reused 18 and 14 times prior to the reported event. Hcp reports no injury or medical intervention.